Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 closed and 3 open race-packs. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received four closed and 3 open and used samples. The open units received have no needles, only pieces of broken thread that cannot be further analyzed. The closed samples received have been tested for needle attachment strength and knot pull tensile strength. Needle attachment results conducted to the samples received are 1.07 kgf in average and 0.83 kgf in minimum and fulfill the requirements of the OEM. Knot pull tensile strength results conducted to the samples received are 1.60 kgf in average and 1.53 kgf in minimum and fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reproted that the thread breaks easily from the needle.